Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due charging difficulties of the implantable pulse generator (ipg). The patient underwent an ipg revision procedure wherein their ipg was explanted and replaced. The ipg was retained by the customer and will not be returned for analysis. Electrocautery was used. Postoperatively, the patient was reported as stable.

Manufacturer narrative:
Additional pro code selection that applies to the indication of this device - <qrb>.